Event description:
Bilateral breast augmentation with silicone implants (subglandular position). Family history of breast cancer. Pt has bilateral capsular contractures with nodularities in both breasts right breast biopsy - calcification - no frank cancer. Pt underwent bilateral simple mastectomies, capsulectomies. Implant removal and bilateral subpectoral conversion.